Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metal tab broke on the top of the keel punch.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned. The investigation could not draw any conclusions about the current reported event without the instrument to examine. CAPA (B)(4) was previously initiated to investigate tab breakage to identify root cause and corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.